Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation :uterus/ essure being lodge in uterine wall') and embedded device ('perforation :uterus/ essure being lodge in uterine wall') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "had difficulty placing the second coil" and device monitoring procedure not performed "patient did not performed essure confirmation test". The patient's medical history included hepatic cancer. Previously administered products included for an unreported indication: mirena. Family history included pancreatic cancer. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2018, the patient experienced anxiety ("psychological or psychiatric c problems condition: anxiety"). In (B)(6) 2019, the patient experienced gastrooesophageal reflux disease ("gi conditions:reflux"). On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), embedded device (seriousness criterion medically significant), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding between periods)"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), dyspepsia ("heartburn") and abdominal pain ("pain:abdomen"). Essure treatment was not changed. At the time of the report, the uterine perforation, embedded device, menorrhagia, metrorrhagia, fatigue, gastrooesophageal reflux disease, vaginal haemorrhage, dyspepsia, anxiety and abdominal pain outcome was unknown. The reporter considered abdominal pain, anxiety, dyspepsia, fatigue, gastrooesophageal reflux disease, menorrhagia, metrorrhagia, uterine perforation and vaginal haemorrhage to be related to essure. No further causality assessment were provided for the product. The reporter commented: (B)(6) 2011(as per ppf)discrepancy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-nov-2019: pfs & mr received. New reporter's were added. Patient's demographics was added. Added event abnormal bleeding (vaginal), heartburn, abdominal pain, anxiety, gastrointestinal or digestive system condition type updated to: reflux, had difficulty placing the second. Medical history, historical drug was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation :uterus') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not performed essure confirmation test". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding between periods)"), fatigue ("fatigue") and gastrointestinal disorder ("gi conditions"). Essure treatment was not changed. At the time of the report, the uterine perforation, menorrhagia, metrorrhagia, fatigue and gastrointestinal disorder outcome was unknown. The reporter considered fatigue, gastrointestinal disorder, menorrhagia, metrorrhagia and uterine perforation to be related to essure. The reporter commented: (B)(6) 2011 (as per ppf) discrepancy. Quality-safety evaluation of ptc: unable to confirm complaint. On (B)(6) 2019: reporters details updated and patient demographics and were added. Essure indication updated. Injury events was updated to pelvic pain, abdominal pain, back pain, chronic, dyspareunia (painful sexual intercourse), apareunia, menorrhagia (heavy menstrual bleeding), anemia, urinary tract infection, fatigue, hormonal changes, nuero condition/problem, tumors, weight gain, patient did not performed essure confirmation test. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.